Manufacturer narrative:
This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6) 2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve. This investigation is currently ongoing. Any additional information will be provided in the follow-up report..

Event description:
As reported in the on-x prosthetic heart valve anatomic suture ring post-market study, this patient experienced "other cardiac events." This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6) 2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Manufacturer narrative:
A review of the available information was performed the purpose of the study is to assess the rate of occurrence of permanent pacemaker implantation within 14 days of surgery with on-x prosthetic heart valve with anatomic sewing ring when used to replace diseased aortic valves in human subjects through the use of a retrospective registry. The protocol for this study is as follows: this study is multicenter and retrospective. All centers will follow a common protocol in which eligible patients will be entered into the registry after the 14th postoperative day. No procedures will be done and only retrospective data covering the preoperative, operative and the first 2 weeks postop will be collected. The valve safety primary endpoint is "occurrence of permanent pacemaker implantation within 14 days of surgery as a valve-related adverse event per the definitions of the aats/sts guidelines." The valve safety secondary endpoint is "occurrence of other valve-related adverse events within 14 days of surgery per the definitions of the aats/sts guidelines." Per the information available to us, this study began in 2013. The study was closed out 04/30/2018 and we are now becoming aware of the primary and secondary endpoints reported by all of the centers. For each event, the date of implant, date of event, and valve-identifying information is unknown. As reported in the post-market study, this study patient, (B)(6), experienced a fatal thromboembolic event and/or structural prosthetic valve dysfunction, described in words as ¿plastia or prosthesis failure¿ and cardiac death. This patient at site (B)(6) of the recently closed (B)(6) postmarket registry was a (B)(6) white male, nyha ill, sinus rhythm. Disease etiology was endocarditis. We do not know if it was still active. By protocol, he is the recipient of an onxan or onxane model on-x valve in the aortic position. He had no prior cardiac surgery. Postoperatively, he did not receive a pacemaker but at an "unscheduled visit" was reported to have had a fatal thromboembolic event and/or structural prosthetic valve dysfunction, described in words as "plastia or prosthesis failure." The source also cites this as an other cardiac death. We have no other information available following these observations. The study protocol limits adverse event reporting to 14 days postop. Because the reporting period is within 14 days of the date of surgery, the event(s) should have occurred within 14 days of the operation. But as we have no additional information on the timing or specific cause of death, there is not enough information to say what, if any, relationship this event has to the valve. Nevertheless, the instructions for use lists death as a potential complication of aortic valve replacement (avr) [IFU]. If this can be classified as operative mortality, the 2001 listing of mortality following avr surgery indicates a rate of 4% [edwards 2001]. The event is described as a cardiac death following prosthetic valve dysfunction, possibly related to a thromboembolic event. The information is not clear and there are too many possibilities to choose just one. Consequently, we do not have enough information to know what, if any, relationship the reported death has to the valve. Based on the available information, root cause for this event is unknown. No further action is required at this time.

Event description:
As reported in the on-x prosthetic heart valve anatomic suture ring post-market study, this patient experienced a fatal thromboembolic event and/or structural prosthetic valve dysfunction, described in words as ¿plastia or prosthesis failure¿ and cardiac death. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.